Manufacturer narrative:
The insulin pump received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to test for motor error alarm due to no up and down button response. The motor was tested outside the insulin pump and passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer also reported that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Product is being returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.